Manufacturer narrative:
The device was not returned back to nidek. However the device was evaluated by the nidek field service engineer (fse) at the site. The device was tested and evaluated for proper operation. The treatment output energies were checked and were within specifications. Focus shift and focus points were checked and were within the specifications. The focus issue could not be duplicated by fse. On visual inspection fse observed dust on the oculars. The objective lens and oculars were cleaned. However the possibility of dirty oculars resulting in the focus issue could not be rejected. On further investigation it was confirmed that the device had been serviced after four years. Lack of service could be the cause for accumulation of dust on the oculars. Nidek clinical specialist contacted customer to gather additional information regarding the reported event and confirmed that the many patients were affected however doctor could complete the surgery in all cases and there was no adverse event to the patient. The number of patients affected could not be confirmed as the technician said that doctor did not keep the record of number of patients as no injury/adverse event occurred, so no additional patient information is available. Nidek clinical specialist also confirmed that the facility received the recall notification letter and reassured that doctor needs to follow the operators manual to prevent the occurrence of pitting lens in future. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc received a complaint on (B)(6) 2015. Doctor reported that he had seen pitting in many patients. However he could complete the surgery in all of them without any adverse events. Doctor also complained about focus issues with the device. No additional information was provided at that time.